Manufacturer narrative:
This is 1 out of 2 reports for this event. The device remains implanted.

Event description:
Following angioplasty with a balloon catheter, a stent (subject device) was placed across the target 90% stenosed right posterior cerebral artery (pca) lesion. It was reported that a subarachnoid hemorrhage (sah) occurred after the stent deployment. A computer tomography (CT) scan confirmed sah with no evidence of a new stroke or mass effect. The sah location was right occipital-right parietal lobe distal to the treated area. Intra-arterial injection of tamponade and protamine were given to the patient. There were no clinical symptoms and on the same day, the event was resolved without residual effects. Six days post procedure, the patient was discharged. The event was reported as related to the procedure but unrelated to either device.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, hemorrhage is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
Following angioplasty with a balloon catheter, a stent (subject device) was placed across the target 90% stenosed right posterior cerebral artery (pca) lesion. It was reported that a subarachnoid hemorrhage (sah) occurred after the stent deployment. A computer tomography (CT) scan confirmed sah with no evidence of a new stroke or mass effect. The sah location was right occipital-right parietal lobe distal to the treated area. Intra-arterial injection of tamponade and protamine were given to the patient. There were no clinical symptoms and on the same day, the event was resolved without residual effects. Six days post procedure, the patient was discharged. The event was reported as related to the procedure but unrelated to either device.